Event description:
A peritoneal dialysis (pd) patient reported fluid was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the film on the cassette. The patient was not able to see a tear or hole in the film. The cycler prompted with an m83 pump a vs. B volume error alarm during fill 1 of 4 of treatment and prior to the leak. The patient was connected during the incident. The cycler had not been re-setup with new supplies. The patient was advised to allow the cycler to dry and to try the cycler again the following treatment. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door as treatment was cancelled. The pdrn stated the patient reported a cycler alarm during fill 1 of 4 of treatment and treatment was cancelled. The cassette door was opened and fluid was discovered in the pump module area and on the external of the cassette. It was unknown if he film on the back of the cassette was loose. Fluid leaked from the film on the back of the cassette. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals on the night of the reported event to allow for the cycler cassette area to dry. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported fluid was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the film on the cassette. The patient was not able to see a tear or hole in the film. The cycler prompted with an m83 pump a vs. B volume error alarm during fill 1 of 4 of treatment and prior to the leak. The patient was connected during the incident. The cycler had not been re-setup with new supplies. The patient was advised to allow the cycler to dry and to try the cycler again the following treatment. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door as treatment was cancelled. The pdrn stated the patient reported a cycler alarm during fill 1 of 4 of treatment and treatment was cancelled. The cassette door was opened and fluid was discovered in the pump module area and on the external of the cassette. It was unknown if he film on the back of the cassette was loose. Fluid leaked from the film on the back of the cassette. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals on the night of the reported event to allow for the cycler cassette area to dry. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.